Event description:
Initial reporter stated cassette would not capture during surgical set-up. Two different packs were opened during this time, and both cassettes would not capture. A third pack was opened from the same lot # and the cassette did capture. No surgical procedure was occurring at this time.